Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range, and pacing capture threshold in the rv (right ventricle) was elevated. Beginning 8-jun-2015 max rv capture threshold measured 2.5 v and consistently measured 2.5 v. Between 08-jun-2015 and 25-jul-2016 min rv pacing impedance measured between 228 and 175 ohms. Since 31-may-2016 4330173 short circuit paces with 417943 successful paces. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was slowly decreasing impedance which may be caused by insulation defect on the lead. It was also reported the capture management does not work correctly on the device. Manual measurements revealed threshold lf set at 1.0/0.4, capture management measured > 2.5v. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The device and lead was replaced.

Manufacturer narrative:
Corrected information sex. If information is provided in the future, a supplemental report will be issued.